Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to a blood glucose (bg) level of less than 45 mg/dl. Customer was treated with intravenous saline and insulin and high and low intensity glucose. The cause for the reported issue was due to the customer inadvertently performing a load fill tubing while connected to the site. There was no permanent damage to the customer. At the time of the call the customer had not been released from the hospital. The customer declined to provide additional information.